Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 76 mg/dl (ss) and 159 mg/dl (hcp) respectively (52% difference). No symptoms were reported. Control solution test result (123) was in range (90-135). There was no allegation of harm.